Event description:
A customer reported that their pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. Customer service, known as cts, decided to replace the pump and advised the customer on steps to prepare for the replacement, including putting the current pump into storage mode before returning it and setting up their replacement pump once received. The customer would use multiple daily injections (mdi) as a backup therapy. Replacement pump with updated software was sent, and the customer confirmed understanding of all instructions and shipment details.